Manufacturer narrative:
Device evaluation: the reported events for low speed and low flows were confirmed per the submitted log file evaluation, however, they were associated with motor stop commands. Approved labeling describes the function of the motor stop command. Submitted x-rays showed areas of suspected percutaneous lead damage near the metal connector bend relief and in an internal portion of the percutaneous lead. A percutaneous lead repair was completed. The severed portion of the lead was returned for evaluation. A percutaneous lead evaluation did not find any damage to the lead. The patient was assigned a modified patient cable and the patient remains on vad support. A section of (B)(4) percutaneous lead approximately 14 inches from the connector was returned for evaluation. Rescue tape was present from about .5 inch to about 3.5 inches from the metal connector. Damage to the silicone sleeve was identified at about 2.5 inches from the metal connector. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. Breakdown of the metal shielding was identified at about 2.5 inches from the metal connector. Visual inspection of the wire found no fracture or breach. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low speed and low flow events were seen on the patient history screen. The system controller log file also noted power elevations, increased average pulsatility index values, and motor stopped events during this time. The patient was asymptomatic. The customer stated that he observed some twisting of the driveline (percutaneous lead). There were a few questionable spots on the x-rays of the percutaneous lead (internal & external). A distal end percutaneous lead repair was completed on (B)(6) 2014. It was reported that the patient has not experienced any additional alarms since the percutaneous lead repair. The patient is currently listed as status 1a on the heart transplant list. An ungrounded cable was shipped to the patient.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. Device evaluated by manufacturer: a portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.